Event description:
It was reported that the user experienced sustained high blood glucose despite announcing meals as normal and performing multiple full supply changes on an ilet system using a cd infusion set, with no visible leaks or cannula issues; glucose decreased from the mid-300s to the mid-200s after guided troubleshooting and a subsequent supply change. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.